Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received excessive no delivery alarms. Customer's blood glucose was over 400 mg/dl. Customer was not able to troubleshoot as she did not have a spare set. Customer states she will call when she receives set in order to continue troubleshooting. No further information provided.